Manufacturer narrative:
The calibration data showed that it was acceptable. The qc timelines showed multiple out-of-range results. Contamination of the customer's site was identified, causing questionable high results for qc and patient samples. The analyzer and the customer's site were decontaminated and cleaned, which resolved the issue with the elecsys estradiol assay. An instrument check was performed with successful results, and the analyzer was performing within specifications. A general issue with the analyzer or the used reagent was not identified. The investigation did not identify a product problem. The cause of the event was due to the customer's failure to follow instructions, leading to an ongoing contamination of the customer's site with analyte-containing dust.

Manufacturer narrative:
The estradiol reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys estradiol assay on a cobas e 402 analytical unit. Patient 1: sample 1: initial result: 93.0 pg/ml. Repeat result: 147.0 pg/ml. Sample 2 (a new sample was tested on "day 2"): initial result: 27 pg/ml. Repeat result: <18.4 pg/ml. Patient 2: sample 1: initial result: 148 pg/ml. Repeat result: 218 pg/ml.